Event description:
It was reported that the patient received multiple therapies due to oversensing. The lead also exhibited high impedance. The lead was capped and replaced. It was further reported by the patient that the "lead fractured and the device shocked me twenty-five times in an hour." The patient had questions about the standard warranty letter and the piece about ensuring the device is sent back for warranty consideration. The patient also stated that "the device nearly killed me." No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.